Event description:
According to the reporter, the agile capsule was swallowed by the patient. There was an x-ray taken 24 hours later and a foreign body was noted in the small bowel or right colon. The patient returned the next week for another x-ray in order to verify passage of the foreign body, and at 11 days, the foreign body was still visible on x-ray. The patient did successfully pass the foreign body on day 14.